Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2016. Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the patient experienced phrenic nerve stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.